Manufacturer narrative:
A picture of the affected sample shows something floating on the serum. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The patient sample (processed on a cobas p 612 pre-analytical system) initially resulted with a troponin t value of 61.0 pg/ml and this value was reported outside of the laboratory. The sample was repeated on a second e 801 analyzer on (B)(6) 2019, resulting with a value of < 3 pg/ml. The sample was then repeated on the original e 801 analyzer on (B)(6) 2019, resulting with a value of 3.83 pg/ml. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 345850. The reagent expiration date was asked for, but not provided. The field service engineer noted a deposit in a system reagent syringe. He performed a decontamination of the instrument.